Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 01/06/2015 to present date 09/25/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed.

Event description:
Error 210.5020. It was reported that there was no patient involvement.